Manufacturer narrative:
The lot and serial numbers for the device were not available; therefore, no manufacturing or expiration date could be determined and no device history records could be reviewed.

Event description:
It was reported that a pediatric patient presented for a tonsillectomy and adenoidectomy procedure where the physician used an evac 70 xtra plasma wand. After the procedure had been completed a superficial-mucosal burn approximately 5mm x 5mm was discovered on the inside of the patients cheek. The patient was treated with oral antibiotics post-operatively. The patient was reported as having normal recovery, with no other adverse events being reported as a result of this event.